Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. The reporter alleged the up arrow, and down arrow buttons were under responsive prior to the keypad being torn/punctured. It was alleged that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2017 with the following findings: moisture observed under display lens. Cracked battery compartment from threads to left of grip pad. Leak test failed due to battery compartment leak. Opened pump, moisture damage on all internal components.. Could not duplicate unresponsive keypad complaint. Opened keypad cover, no contaminants found under contacts.